Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not replicated or confirmed. The instrument was placed on an in-house generator where it passed the startup test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument delivered energy on 3 out of 3 attempts. The instrument was fully functional..

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this event to perform failure analysis testing. However, the evaluation has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the harmonic ace instrument's tip broke off inside the patient. The fragment was retrieved. The procedure was completed with no reported injury.